Event description:
Pt required intubation 3 times. First 2 endotracheal tube inflation cuffs failed/popped with less than or equal to 20cc air infused.======================manufacturer response for sourcemark endotracheal tube (per site reporter).======================the manufacturer is waiting for more facts to be presented before a conclusion is drawn. Their first remark is their cuff will not hold as much air as a hi-lo cuff.